Manufacturer narrative:
The device was returned to the MFR for eval. The reported event of audible alarms was confirmed during analysis. The system controller was connected to the equipment in the MFR's lab and the power cable disconnect alarm became active when the white power lead was maneuvered. The white power lead was then stripped at the connector end which revealed two damaged inner conductors. This situation is being addressed through the MFR's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's system controller was beeping in random intervals, with no known alarm. The system controller was exchanged to the back up system controller and no further problems were reported.